Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The technician was unable to duplicate the reported event but noted that the driveshaft bearing was damaged.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.